Event description:
The critical care staff was attempting to defibrillate a patient (age and gender unknown) using multi-function pad. After three successful shock deliveries (joule settings unknown), the pads failed to shock the patient a fourth time. The staff then connected the paddles to the patient and were able to shock successfully. There was no adverse effect on the patient.